Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device dislocation ('left implant is deeper than normal in the tube') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, rash ("rash in lower limbs") and premature menopause ("early menopause after essure (40 years old)"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the device dislocation, rash and premature menopause outcome was unknown. The reporter considered device dislocation, premature menopause and rash to be related to essure. The reporter commented: a hospital sent essure samples. Batch number unknown. Date of sample received at quality unit (B)(6) 2020. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the physician is not possible. Most recent follow-up information incorporated above includes: on 2-mar-2020: quality-safety evaluation of ptc we received returned samples in this case. A technical investigation was conducted and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device dislocation ('left implant is deeper than normal in the tube') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, rash ("rash in lower limbs") and premature menopause ("early menopause after essure (40 years old)"). The patient was treated with surgery (essure removal required). Essure was removed. At the time of the report, the device dislocation, rash and premature menopause outcome was unknown. The reporter considered device dislocation, premature menopause and rash to be related to essure. The reporter commented: a hospital sent essure samples. Batch number unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the physician is not possible. Most recent follow-up information incorporated above includes: on 12-dec-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of device dislocation ('left implant is deeper than normal in the tube') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, rash ("rash in lower limbs") and premature menopause ("early menopause after essure ((B)(6) years old)"). The patient was treated with surgery (essure removal required). Essure was removed. At the time of the report, the device dislocation, rash and premature menopause outcome was unknown. The reporter considered device dislocation, premature menopause and rash to be related to essure. The reporter commented: a hospital sent essure samples. Further company follow-up with the physician is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.